Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over the phone to address the reported event. Fse sent the customer replacement peek tubing. The customer replaced the broken peek tubing and reported that instrument was working without any issues. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 14-apr-2017 through aware date (B)(6) 2018. There was one (1) similar complaint found during this time. The g8 operator's manual under chapter 3, assay operations, section 7, states the following: 7. Other items to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the reported issue was damaged peek tubing.

Event description:
A customer reported that the filter that sits on top of the filter is cracked with the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.